Manufacturer narrative:
Initial reporter: dr (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to death. Multiple attempts were made to obtain additional information for this event. As no additional information has been received, this event will be closed with the provided information.

Event description:
On (B)(6) 2020, the patient was implanted with gore® excluder® aaa endoprostheses. It was reported the patient expired on (B)(6) 2020. Cause of death is unknown. No additional information related to this event will be made available to gore. Therefore, further investigation is not possible.